Event description:
The patient was diagnosed with in-stent restenosis 10 months post index procedure.

Manufacturer narrative:
The female, with a history of coronary and peripheral vascular disease, was enrolled in the study in 2006. The target lesion was in the proximal and mid left superficial femoral artery (sfa). The lesion was calcified with 80% stenosis. Total lesion length was 190mm. There was thrombus present at the lesion site prior to the procedure. The lesion was not pre-dilated. Two smart stents (7x100mm and 6x100mm) were implanted and the stents were post-dilated. There was 0% residual stenosis post-procedure. Ten months later the patient was diagnosed with in-stent restenosis of both stents. Angioplasty was performed with successful results. The stents were not returned to MFR, for analysis as they remain in the patient. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In this case, there are several factors that may have contributed to the reported events including procedural factors (multiple stents, long length), patient factors (history of coronary and peripheral vascular disease) and lesion characteristics (long lesion, calcified). This is one of two products involved in the same patient and reported under manufacturing number 9616099-2007-01201 and 9616099-2007-01202.